Manufacturer narrative:
A direct correlation between the reported bleeding and (B)(6) cannot be conclusively determined. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted due to severe epistaxis leading to significant blood loss. Patient was given 2 units of red blood cells on (B)(6) 2019. Patient had received 2.5mg of vitamin k in emergency room prior to transfer and admission. Inr (international normalized ratio) was supratherapeutic at 5.8 on admission. No additional information was provided.